Event description:
Withdrawal was reported. In (B)(6) they did not hear the alarm and the patient went through withdrawal before their refill. The patient's refill was scheduled for monday and it was indicated that the friday before the patient's daughter heard a beep. The patient had been experiencing 'flu like' symptoms for 3 days including diarrhea. While at the hcp's office for the refill the patient was not able to get out of the chair and indicated that they were going to vomit. When the hcp went to draw out the medication to see how much was in there and it was completely dry. Per the reporter when the pump had been refilled 5 weeks ago they put only 20ml of medication in. The patient then went in for a refill in (B)(6) the expected amount of medication was left in the pump and was refilled with 40ml of medication. It was also indicated at about that time the patient heard a ticking then a winding down sound and felt a vibration about the pump. On (B)(6) 2012 the patient was acting 'nutty' and went to ER. It was reported that they were not able to do anything because they were not able to get a hold of the follow up hcp. The patient laid in bed at ER for an hour and the hcp did not call back until after the patient left the ER. The patient saw the hcp (B)(6) 2012 and the pump was checked and 'everything was working fine.' It was indicated that a dye study would be done the following week. It was also reported that the patient also had a fall before all this happened. It was also noted the hcp decreased her oral meds and increased her pump by 10%. Exact dates were not given. It was also reported the patient also experienced 'a lot' of pain, a red face, was not sleeping and could not get out of bed. The hcp later reported that the cause of the event was catheter occlusion at the distal spinal segment. No surgical intervention had occurred yet and patient outcome as non-serious injury/illness. The pump delivered fentanyl and morphine (unknown).

Manufacturer narrative:
Concomitant products: 8835, serial# (B)(4); 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unknown. (B)(4).